Event description:
Same case as 1649384-2013-00023, 1649384-2013-00025, 1649384-2013-00026, 1649384-2013-00024. It was reported that one month post-operatively infection was present at the wound site. The original surgery was l4-l5 laminectomy and tlif with posterior stabilization. One month post-operatively it was noted via x-ray the left l4 set screw was backing out. Upon exposure, frank purulence was noted in the wound. The left l4 set screw was completed out of the screw. As well, it was noted the left l5 set screw was loose but remained in the screw. Set screws and rods were removed and replaced.